Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. Concomitant medical products: serial #: (B)(4), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(4), category #: 02-010-03-0250 - logic cr femoral cem, left, sz 5, serial #: (B)(4), category #: 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, correction/removal number: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2017. The patient presented to the clinic with increasingly worsening knee pain and swelling and was revised on (B)(6) 2023 as a result of atypical rapid polyethylene wear. The patient denied any systemic symptoms that would suggest a septic knee. No intraoperative signs of infection, no purulent drainage noted on surgical exposure. 2/2/ wound cultures were negative. Pieces of polyethylene debris could be visualized within the knee. Extensive reactive synovitis also present. No relevant comorbidities would have contributed to the event. There was no reported breakage of a device or surgical delay/prolongation.